Event description:
In 2009, this pt underwent a procedure laparoscopic colectomy, in which this product was utilized. The product performed as intended. The anvil portion of the product detached sometime upon withdrawal of the instrument and remained in the patient's rectum. Five days later, the patient complains of rectal pain subsequent treatment revealed the retained anvil in the rectum at the anus. The anvil was removed in the ER. Patient ambulated out of the ER without physical injury.